Event description:
It was reported by the sales rep that during a conversation with a physician, it was stated a pt had a greenlight laser procedure completed; the pt had severe post-op bleeding 3-4 weeks post procedure. No further info was available.